Manufacturer narrative:
Concomitant products: product ID 3987a, lot # n363153, implanted: (B)(6) 2015, product type lead; product ID 3987a, lot # n363153, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient had a revision coming up on (B)(6) 2016. The rep was not sure of the details, but thought the revision was to reposition the lead because it had migrated and pulled off the nerve. It was noted the patient was implanted with two leads used for peripheral nerve stimulation, off-label, and the rep wanted to know what surgical leads would be similar to the on-point lead. The rep stated the implantable neurostimulator (ins) was implanted subclavicular and that the doctor may want to revise the ins to be deeper. There were no symptoms reported. It was unknown when the lead migrated, but a rep was present during the x-rays that discovered the lead had migrated. Later, the rep reported the lead revision occurred. The rep also stated the patient presented to the healthcare provider (hcp) in (B)(6) 2016 with the chief complaint of uncomfortable stimulation in his arm. The patient requested that if the hcp had to revise the peripheral neurostimulator lead, to also revise the ins pocket. The cause of the suspected lead migration was not confirmed. Relevant medical history included peripheral causalgia and spinal pain.

Manufacturer narrative:
Aware date of information was 2016-02-15. 2016-02-17 was submitted in error.

Event description:
Additional information received from the manufacturer's representative (rep) reported the rep met with the patient on (B)(6) 2016 for a complaint of uncomfortable stimulation in the arm. The rep interrogated the battery and checked impedances on the battery with no indications of a short or open circuit. All impedances were clear. The rep was not informed or aware that the medical staff performed an x-ray and that there was any evidence of lead migration at that time. No more information regarding the stimulator were related to the rep so the rep assumed the x-ray and medical diagnosis of lead migration occurred after the rep left the facility.